Event description:
Customer's mother, calling on behalf of her daughter, reported the customer received low readings from the capillary test made using the adc freestyle libre reader compared to the readings obtained on a competitor meter. On (B)(6) 2018, customer experienced symptoms described as perspiration, weakness, "white face, softness, not responding to the questions asked" and subsequently lost consciousness. An unspecified low reading was obtained on the reader. Firefighters were called and a reading of 382 mg/dl was obtained on the hcp meter. Customer was diagnosed with severe hyperglycemia by the physician and treated with 25 units of insulin injection and oxygen therapy. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The precision strips have not been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification a dhrs (device history review) for the precision strips was reviewed and the DHR review showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that the precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have led to the complaint. A tripped trend review was completed for the precision strips and reported complaint and the review did not identify any trends that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother, calling on behalf of her daughter, reported the customer received low readings from the capillary test made using the adc freestyle libre reader compared to the readings obtained on a competitor meter. On (B)(6) 2018, customer experienced symptoms described as perspiration, weakness, "white face, softness, not responding to the questions asked" and subsequently lost consciousness. An unspecified low reading was obtained on the reader. Firefighters were called and a reading of 382 mg/dl was obtained on the hcp meter. Customer was diagnosed with severe hyperglycemia by the physician and treated with 25 units of insulin injection and oxygen therapy. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported reader was returned and investigated with retained test strips. Visual inspection has been performed on the reported reader and no issues were observed. The reader powered on with button depression and with strip insertion. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer's mother, calling on behalf of her daughter, reported the customer received low readings from the capillary test made using the adc freestyle libre reader compared to the readings obtained on a competitor meter. On (B)(6) 2018, customer experienced symptoms described as perspiration, weakness, "white face, softness, not responding to the questions asked" and subsequently lost consciousness. An unspecified low reading was obtained on the reader. Firefighters were called and a reading of 382 mg/dl was obtained on the hcp meter. Customer was diagnosed with severe hyperglycemia by the physician and treated with 25 units of insulin injection and oxygen therapy. There was no report of death or permanent impairment associated with this event.